Event description:
It was reported that the patient developed pocket erosion and deceased from septic shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.